Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the user identified using the tube after the expiration date. The following information was provided by the initial reporter. The customer stated: please advise on the impact to sample quality if an expired tube is used; multiple blood samples were collected from donors between 01/01/22 and 01/10/22 with tubes that expired on 12/31/21.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed and bd makes no claims on the use of expired products. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed and bd makes no claims on the use of expired products. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the user identified using the tube after the expiration date. The following information was provided by the initial reporter. The customer stated: please advise on the impact to sample quality if an expired tube is used; multiple blood samples were collected from donors between (B)(6) 2022 and (B)(6) 2022 with tubes that expired on 12/31/21.